Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer filled a new cartridge with 130 units the night before, and the current fill estimate dropped to 25 units. Reportedly, the customer was able to load a new cartridge and received an accurate fill estimate. The customer's blood glucose level was 233 mg/dl at the time of the report.